Manufacturer narrative:
The lens was returned dry in a micro centrifuge vial. There was clear surgical residue on product. Visual inspection found the haptic torn and residue on the lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.0/+1.0/093 (sphere/cylinder/axis) into the patient's right (od) eye on (B)(6)2018. On (B)(6) 2018 the lens was successfully exchanged with an alternate lens due to the lens was implanted "reverse side." The lens surface that should have been on the iris side was inserted so that it was facing the capsule; "front and back side are reversed." The cause is reported as unknown. The problem was resolved.